Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the motor stall was not determined. A pump replacement scheduled for (B)(6) 2020. In regards to if the withdrawal symptoms and motor stall were resolved, and patient outcome it was reported as managing with orals, managing ok. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for spinal pain. The pump administered the following medications: clonidine (concentration: 50 mcg/ml, dose rate: 27.965 mcg/day), baclofen (concentration: 50 mcg/ml, dose rate: 27.965 mcg/day), and sufentanil (concentration: 1500 mcg/ml, dose rate: 839.0 mcg/day). It was reported that a pump motor stall occurred and the patient experienced withdrawal symptoms. The pump logs were read. As per the provided log, a critical alarm regarding motor stall occurred on (B)(6) 2020 at 1:53 am followed by a critical alarm for stopped pump duration exceeded 48 hours on (B)(6) 2020 at 1:53 am. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. No actions were yet taken but surgical intervention was planned. The issue was not resolved as (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.